Event description:
A physician reported a pt who was treated on 8/12/96 into the glabella and other unk facial sites. On 8/15/96, the pt called to report some bruising and tenderness at the glabella (exact date of onset unk). She was seen in an emergency room; she was not admitted to the hospital, but was instructed to take oral antibiotics. The diagnosis was unk. On 9/3/96, redness 4mm x 7mm was present at the glabella. Aristocort and eloquin forte creams were prescribed. On 9/5/96, the redness was improved. The pt was seen last on 12/13/96 with persistant redness at the glabella.